Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump was hot to the touch when charging despite being in room-temperature conditions. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 257 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery hot to touch issue was verified in the pump logs, however, no failure was identified. Additionally, the malfunction alarm issue was verified. A different issue was also identified.